Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a 78-year-old male patient. Subsequent testing yielded results that were within the normal range. The following data was provided: customer¿s cut-off for male: >34 pg/ml. Sid (B)(6) (first draw): (B)(6) 2025 @5:21 am initial result (B)(6) = 1144.208 pg/ml. (B)(6) 2025 @4:00 pm repeat result (B)(6) = 40 pg/ml. Sid (B)(6) (second draw): (B)(6) 2025 @8:00 am result (B)(6) = 30 pg/ml. Sid (B)(6) (third draw): (B)(6) 2025 @ 2:00 pm result (B)(6) = 31 pg/ml no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 79329ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 79329ud00.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result generated by the alinity I processing module for a 78-year-old male patient. Subsequent testing yielded results that were within the normal range. The following data was provided: customer¿s cut-off for male: >34 pg/ml. Sid: (B)(6) (first draw): on (B)(6) 2025 @5:21 am initial result (B)(6) = 1144.208 pg/ml. On (B)(6) 2025 @4:00 pm repeat result (B)(6) = 40 pg/ml. Sid: (B)(6) (second draw): on (B)(6) 2025 @8:00 am result (B)(6) = 30 pg/ml. Sid: (B)(6) (third draw): on (B)(6) 2025 @ 2:00 pm result (B)(6) = 31 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids: (B)(6). This report is being filed on an international product, list number: 08p13-34, that has a similar product distributed in the us, list number: 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number: k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.